Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, at left hemicolectomy, the surgeon started squeezing the handle, however the tissue was piled up between clamp cover and knife blade. The surgeon fully fired the device and tried to remove the cartridge from the tissue, however piled up tissue was stuck to the cartridge. The surgeon pulled the cartridge by force then could remove the cartridge from the tissue. A hole was noted on the tissue the surgeon pulled. Surgeon sutured the damaged tissue. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.